Event description:
It was reported the procedure was being performed on a (B)(6) male pt, (B)(6) with acute respiratory insufficiency, cyanosis and bradycardia. A third kit was opened and they attempted to insert the catheter into the pts left femoral vein in the pediatric ICU. During the removal of the spring wire guide, it broke leaving part of the wire in the left femoral vein. As a result, the pt was taken to hemodynamic to remove the piece of wire that broke.

Manufacturer narrative:
(B)(4). Sample will not be returned.